Event description:
The customer obtained erroneously elevated accutni results on the beckman coulter access 2 immunoassay system above the normal reference range of the assay for an unspecified number of patients. The customer indicated additional occurrences of elevated accutni results. The events will be assumed to be worst case scenario and that false positive accutni patient results recovered above the ami cut-off with repeat results recovering within the normal reference range. Service was dispatched for this event and the on site fse performed some hardware repairs at that time. Although, repairs were completed at the time of service, a definitive root cause for this event has not been determined to date.

Manufacturer narrative:
(B)(4).